Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of approximately 40mg/dl. Cause of low bg level was unknown; however customer suspects increased activity might have contributed. Bg was treated with a glucagon injection, and glucose. Reportedly, customer left the ER a few hours later with the issue resolved and no permanent damage.